Manufacturer narrative:
The results of this investigation concluded all three leaflets contained tears. There was circumferential fibrous pannus ingrowth on the inflow surface of the valve. Leaflets 1 and 3 had a thin layer of fibrin and fibrous pannus ingrowth on the outflow surface. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of fibrin, pannus, or tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 23 mm trifecta valve was implanted. On (B)(6) 2016, a grade iii aortic intra-prosthetic leak was noted. On (B)(6) 2016, the 23 mm trifecta valve was explanted and replaced with a 21 mm carpentier edwards magna ease valve. The patient has been discharged.